Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump got critical pump error on screen. The customer¿s blood glucose level was 223 mg/dl at the time of incident. The customer also reported that the insulin pump had battery failure. Troubleshooting was not performed. Advised customer to discontinue use of insulin pump and revert back to backup plan. The product will return for the analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.